Manufacturer narrative:
This medwatch is for advantage system 2. Please see medwatch with (B) (4) for report on advantage system 1.

Event description:
Caller reported an advantage system 1 blood glucose results of 589 mg/dl and 489 mg/dl, 187 mg/dl within 10 minutes on advantage system 2. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported an advantage system 1 blood glucose results of 589 mg/dl and 489 mg/dl, 187 mg/dl within 10 minutes on advantage system 2. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 2. Please see medwatch with patient identifier (B) (6) for report on advantage system 1.